Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient and event information.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient underwent an unrelated surgical procedure on (B)(6) 2020 and the ipg was not placed into surgery mode. Troubleshooting is pending , this is all the information available.

Manufacturer narrative:
Correction: section h8: should have been filled out in initial report which was inadvertly left out. Section h9: the fsca should have been added to the initial report which was inadvertly left out. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The system was not set to surgery mode while the patient underwent an procedure where external em fields may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that external em devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.